Manufacturer narrative:
Visual inspection of the device showed, the irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint, securing the tubing to the luer fitting. Dried saline found on the luer and tip. And body fluid was also noted, on the handle and tip. The device was electrically tested. And all electrode/ thermocouple/magnetic sensor resistances were measured. And were within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions.

Event description:
It was reported, that a intellanav oi was used in a redo pulmonary vein isolation ablation procedure. It was noted, that during the procedure. It was tubing on the connector was broken. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav oi was used in a redo pulmonary vein isolation ablation procedure. It was noted that during the procedure it was tubing on the connector was broken. No patient complications were reported.